Event description:
Customer reported that on (B) (6) 2010, due to not receiving his replacement test strips to use with his freestyle freedom lite blood glucose meter he could not test and subsequently experienced a loss of consciousness. Customer self-presented to his healthcare provider, was diagnosed with hypoglycemia and was given juice to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Case involves a delivery issue, so no product investigation will be undertaken.